Event description:
It was reported that the right ventricular (rv) lead had high impedances and was possibly fractured; the lead would only function in unipolar configuration. The physician suspected clavicle crush. The lead was capped and replaced. It was further reported that an left ventricular (lv) lead could not be implanted due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).